Manufacturer narrative:
The reported field event of noise was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The cause of the reported noise could not be determined.

Event description:
It was reported that the device failed to pace properly. The device was explanted and replaced. The patient was doing well post procedure.

Manufacturer narrative:
(B)(4).